Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon opened and felt the inner tray seal was discolored and he was concerned about sterility. We opened another size 4 and everything was fine and routine."